Manufacturer narrative:
Evaluation summary: it was determined from the contents of the report that the imaging cable was disconnected due to the local load acting on the imaging cable. Bending load due to bending can be considered as the cause of disconnection (used for about 2 years) a device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 02-feb-2021 under normal conditions. The endoscope was reworked for image defect including board reprocessing and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 02-feb-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During the procedure the image freezes. The customer stopped using the scope and informed pentax of the problem. This event occurred at the time of during use. There was no report of patient harm.